Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was heart failure. The caller stated that the customer had a spike in blood glucose which could not be brought down. The caller stated that the leading cause of death was osteoporosis and bypass surgery. The customer had heart disease. The customer's blood glucose was 510 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure about how long prior to passing the insulin pump was disconnected from the customer. The caller stated that the insulin pump fell off of the customer. The customer was not using sensors. The caller declined returning the insulin pump for analysis.